Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported receiving a 77 on his infusion device display screen and then his infusion device shut down. The patient did not have any extra power packs with him while at work and was going to insert a new power pack once he arrived at home. He stated that the power pack had been in use for at least two weeks. The patient was not aware of the power pack recall. The patient receives his power pack from a supplier. The patient was educated on the power pack recall and added to the mailing list to receive replacement power packs. The patient's blood glucose was not affected. The patient did not report assistance by a healthcare professional or second party to address the issue. The product will not be returned for evaluation.